Event description:
It was reported that the ilet device screen became unresponsive to touch, allowing only the unlock button to function, which prevented access to the pairing code and normal operation; a restart was eventually initiated, but touch responsiveness did not recover, and a supply change was attempted without resolution, leading to device replacement. Symptoms included inability to interact with the touchscreen user interface. Outcomes included interruption of normal device use without reported alarms, adverse events, or hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a device display or touchscreen malfunction consistent with a hardware interface failure that impeded user input. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the touchscreen hardware.